Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) stated that the patient had increased pain and her bolus ¿work less well.¿ a diagnostic was not performed. On (B)(6) 2024, there was 19 ml that was filled and the volume that was programmed was 19 ml. The actual reservoir volume was 4 ml and expected was 1.7 ml. There was no action taken for the volume discrepancy. The pump was only filled once by the hcp. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal bupivacaine, baclofen and morphine (unknown concentrations and doses) via an implantable pump for non-malignant pain. The pump patient reported that since last summer and then 9 months, the patient has had volume discrepancies at her refills and the patient stated that her doctor told her they would keep an eye on it. The patient reported that they were seeing more drug in the reservoir than expected and the exact volumes were not known. The patient stated she was seeing a new doctor today because her previous doctor retired but she hasn't seen the new doctor. The patient provided the name of the new doctor. The patient stated that they were on benzodiazepines, had complex regional pain syndrome (crps) and stated that the bupivacaine in her bolusing helped with her burning pain. The agent redirected to their health care provider to discuss next steps regarding volume discrepancies.